Event description:
Additional information received from the consumer reported that they were in the hospital and did not remember how to turn it off and back on. Someone helped and walked the patient through it.

Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for fecal incontinence and gastrointestinal/pelvic floor reported that she recently came out of surgery and when she turned her device back on, her device was showing information that she was not accustomed with. She wanted assistance to possibly make sense of what it was saying. No event date, symptoms, potential event cause, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.